Manufacturer narrative:
Concomitant medical products: 690r28 heart ring, implanted on (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three days post implant that the right ventricular (rv) lead exhibited high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.